Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced diminished r-wave amplitude changes due to positional change. It was further noted that the device had popped out and was pushed back into the incision site. The icm remains in use. No patient complications have been reported as a result of this event.